Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to have damaged lens, and noted to be missing the tamper seal. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent motor functional testing; the reported customer complaint was not confirmed. However, an excess amount of lock tight was noted on the cam gears, causing them to be sticky. The reported allegation against the pump has revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump displayed error code 41662. No adverse effects were reported.